Event description:
Additional information was received that indicated during index procedure, a 3.0 x 23 mm cypher stent was deployed in the mid circumflex at 18 atmospheres for 22 seconds. The lesion went from 85% stenosis to 0% residual stenosis. A week later the patient was admitted with crushing substernal chest pain and was found to have acute myocardial infarction. He was found to have 100% occlusion in the left circumflex. A thrombectomy was performed and the lesion restented (driver stent). Approximately two months after the index procedure, the patient experienced chest pain. Approximately two years after the index procedure ((B)(6) 2009), the patient was admitted to the ER with complaints of sharp pain to the left side of the chest. The differential diagnosis includes acute myocardial infarction. Catheterization revealed the circumflex has 75% in-stent restenosis at the proximal segment. The visual estimation of the ejection fraction in the 55% range without any evidence of aortic valve gradient. The proximal circumflex lesion was directly stented with drug eluting stent xience 3.5 x 18 mm to 20 atmospheres to 0 residual stenosis. Subsequently, the same wire was redirected to the a-v groove branch and the ostium of the av branch of the circumflex was dilated with voyager 2.0 x 12mm balloon to 12 atmospheres to 0 residual stenosis. Timi 3 flow was achieved without any evidence of dissection in multiple projections.

Event description:
The information received indicated that a male patient had a cypher stent implanted in the left anterior descending (lad) artery. The target lesion was 2.5-3.5mm wide and 15 to 30mm long and was an in-stent restenosis of a previously implanted bare metal stent. A cypher stent was implanted overlapping the previously placed stent. The patient was prescribed plavix for 3 months. Approximately one year and a half after the index procedure, the patient developed very late thrombosis at the site of the cypher stent, leading to myocardial infarction.

Manufacturer narrative:
A report was received that the patient had a very late thrombosis at the site of a cypher stent, leading to a myocardial infraction. The event occurred approximately one and a half years after the cypher was implanted in the left anterior descending artery to treat an in-stent restenosis of a previously implanted unknown bare metal stent. The cypher was implanted overlapping the previously placed stent. Plavix was prescribed for three months. No other procedural details were provided. The product was not returned for evaluation; therefore, no extensive analysis could be performed. Additionally, as the lot number was not provided, a review of the manufacturing records could not be completed. Thrombosis and myocardial infarction and known potential adverse events associated with coronary artery stent implantation. Based on the available information, it is not possible to determine what factors may have contributed to this event.

Manufacturer narrative:
The patient was given a total of 600mg of plavix prior to his discharge from the cath lab and left the cath lab hemodynamically stable and free of chest pain. Approximately three years post-procedure ((B)(6) 2010), the patient was admitted with non-q wave mi. Angiogram performed five days later revealed in-stent restenosis in the mid circumflex, which was treated two days later with a taxus stent. Five days later, the patient was admitted with chest pain and in congestive heart failure. Pre and post-procedure medications include plavix, avandamet 4/1000, norvasc 5mg q day, lipitor 20 mg b.i.d., lasix 20 mg q day, potassium chloride 20 m eq and aspirin 325 mg po q day. Intra-procedure: plavix 600 mg. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The complaint received in this legal file states that post cypher stent implantation this patient suffered stent thrombosis with an mi, angina, acute mi with restenosis, and non-q wave mi with restenosis, chf and chest pain. This is a (B)(6) male with medical history including coronary artery disease, coronary artery bypass graft, multiple stents, type 2 diabetes, hypertension, dyslipidemia, congestive heart failure, knee surgery, cardiomyopathy and non-compliance with medical therapy. In (B)(6) 2002, the patient was diagnosed with double vessel disease post mi. CABG x 3 was done; a lima to lad, and svg's to acute marginal and distal rca. It was noted that in (B)(6) 2004 the patient had an abnormal stress test. At that time the ramus was treated with a s660 stent and the om was treated with a driver stent. There was dissection post driver implantation that was treated with a s660 stent successfully. The patient was started on a plavix regimen. In (B)(6) 2007, the patient presented with chest pain/unstable angina. Catheterization was performed. The svg to the rca was patent with borderline lesions. Lima to the lad was patent. The mid lcx lesion was the target for this procedure; the lesion was described as instent 85% restenosis and non-thrombotic. No competitive flow was noted in the om branches. Angiomax was used for the interventional procedure. A 3.0 x 23mm cypher was implanted at 18 atm without report of difficulty. A dual anti-platelet regimen was planned indefinitely. One week later, still (B)(6) 2007, the patient presented with crushing chest pain and an acute mi. Angiography revealed a 100% thrombotic occlusion on the mid lcx cypher stent. There was a distal edge dissection noted at the cypher stent. It was also noted that the svg to the rca had a 70% dissected lesion throughout the length. The lcx occlusion was treated with thrombectomy and restented. Two stents were deployed, to treat the thrombosis and the dissection events. A reopro and heparin was used for the intervention. It was planned to treat the rca svg at a later time. The patient was discharged home 2 days later. Two months later, (B)(6) 2007, the patient again presented with chest pain; however, was negative for mi. Angiography was done and revealed: lima to lad patent. Ramus stent with 30% restenosis and timi 3 flow. Left circumflex artery: large vessel which continues as a large obtuse marginal. It is a pretty moderately sized vessel. It continues in the av groove. There is a stent present in the distal obtuse marginal, which has 30% in stent restenosis, which was seen at the time of the initial intervention four weeks ago and seen today. The stent present in the proximal part of the left circumflex artery deployed by me for acute thrombosis has no in stent restenosis, and there is timi 3 flow present in the left circumflex. There was an eccentric ostial pinch of the distal left circumflex present at the bifurcation of the om with the left circumflex of eccentric 30% which is still exactly the same today, with timi 3 flow in the distal left circumflex artery. The svg to the rca clearly showed that the graft thrombus and atheromatous plaques have completely resolved now, with no in graft stenosis present and flow was timi 3. The distal part of the saphenous vein graft had 30-40% stenosis only and it also had improved. The whole visualization of the saphenous vein graft had improved post eecp treatments. In (B)(6) 2009 the patient was admitted with chest pain and an mi. Angiography revealed the ramus stent with 30% restenosis, svg to rca with obstructive disease involving the rv branch, lima to lad widely patient. The circumflex has 75% in-stent restenosis at the proximal segment and the obtuse marginal branch has multiple lesions in the greater than 85% at the take off. Ef is estimated at 55%. The proximal lcx, om branch and av branch were stented with three xience stents without report of difficulty. Again the svg to rca was untreated. In (B)(6) 2010, the patient presented with chest pain, was diagnosed with an mi, chf and restenosis was found on angiography. Lvef estimated at 35% at this time. The ramus ostium has a 70% stenosis with the stent widely patent. The lcx av groove has 50 - 60% stenosis. The lima to the lad is widely patent. The left circumflex artery in its proximal part, the stent is widely patent but in its mid part and ostial obtuse marginal part and multiple spots from thereafter has got diffuse multiple areas of 80% in-stent restenosis. The rv marginal distal to the bypass insertion site in the runoff has an eccentric 80% stenosis. The runoff to the posterior descending artery appears normal. A high complexity percutaneous transluminal angioplasty times three with taxus liberator drug eluting stent of left circumflex/obtuse marginal artery. There were excellent results. The procedure was successfully stopped. It was planned to implant an ICD secondary to the chf and declining ef%. The medication regimen was changed from plavix to effient. A few days later the patient again presented with chest pain. The patient admitted to not having taken the effient. Treatment for chf was administered, and angiography was done. The lcx stents were occluded. Angioplasty was performed and the acute closure relieved; however, there are no procedure details available to date. In (B)(6) 2010, the patient had an ICD implanted. The cypher stent remains implanted thus unavailable for analysis. There is no sterile lot number information available thus no DHR review could be completed. Chest pain/angina is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. This patient was known to be non-compliant with his medication regimen. Review of the limited information does not suggest what other factors may have contributed to the reported event.